Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on a few troubleshooting steps, including removing the pump from its case and pressing the button firmly, but the issue persisted. As the pump was still under warranty, it was decided that technical support would replace the pump. The customer was guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.